Event description:
(B)(4). My insurance covered essure so I had it implanted in (B)(6) 2014. This year I started noticing a lot of issues and just recently found that many women with essure have reported the same issues/symptoms. I've been a healthy person but I feel my health declining. List of symptoms: headaches, facial tingling, itching in the arms, abdominal pain, fatigue, legs feel numb/heavy, weight gain, hair loss, chest pain, shocks in brain.